Event description:
The lay user/pt contacted lfs in 2010 alleging inaccurate high readings on his one touch vita meter. A medical surveillance specialist (mss) sent f/u questions and obtained the following info: the pt mentioned that the alleged high issues first began last month. One month ago, he had compared his meter to the lab. The lfs meter read 134 mg/dl and the lab read 84 mg/dl. The pt did not receive any medical treatment or symptoms at the time of the meter comparison. Later that month, his readings were "normal" around 100-150 mg/dl, fasting, at around 7:00am. The pt also took his usual dosage of novomix 70 (14-16 units). The pt began to exhibit symptoms at around 10:00am. The pt felt weak, was trembling and had a cold sweat. He tested his blood glucose at the time of the symptoms and obtained a result of 150 mg/dl. The pt then self-treated with oral sugar and felt better 30 minutes later. The pt denied receiving IV glucose as initially reported to lfs on 01/13/2010. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. Products were replaced. The complaint is being reported since the pt alleged that due to the elevated reading, he took insulin based on the meter result and later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.